Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the blood glucose was low. The customer reported that the machine kept saying low reservoir before it was time. The caller stated last night, the customer's blood glucose went down to 52mg/dl. This morning, the customer's blood glucose was 43mg/dl. Patient's current blood glucose was 66 mg/dl. Patient has treated with food. Customer stated the drive support cap appears normal (slightly indented). Based on customer report, customer does not allege insulin pump was over delivering. Caller states insulin continues to drip after motor stops during the manual prime process. The caller was advised to change the infusion set again and to monitor blood glucose. It was noted that the customer was wearing recalled infusion sets. The insulin pump will not be returned for analysis.